Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient's attorney reporting allegations of lung disease. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.